Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was dislodged post implant. Fluoroscopy confirmed that there was no slack on the lead. Review of the electrogram revealed asystole and no right ventricular pacing. The lead was repositioned. All the parameters were within normal range. The patient was stable before, during and after the procedure.